Event description:
IV catheter was found to have a hole in the side of it, identified when it began leaking after registered nurse attempted to start IV in a patient. Trend identified with this product.